Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, a cut in the tubing was observed. A device history review was performed for reported lot ta12171, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Product undergoes visual inspections according to procedure, no issues were identified during manufacturing, the product was verified to be manufactured according to specifications. The set is manually assembled and inserted into the machine, which seals the paper to form the unit packaging. If the product is not placed correctly into the machine, it is possible the tubing can become damaged during this process. While we could not identify a direct issue, it was determined that this issue likely occurred as a result the operator not properly placing the product in the machine. A vision system is used to help detect any improperly placed tubing to reduce damage to the device, the reported lot was manufactured before this system was implemented. Complaints for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported while using bd phaseal¿ secondary set c62 the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: before usage, user found secondary set c62 was damaged with a cut/opening on the tubing. User forced to open another new set to continue patient's treatment. User informed they will raise this product incident to mda (local authority) and defect sample will be send to mda as well.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ secondary set c62 the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: before usage, user found secondary set c62 was damaged with a cut/opening on the tubing. User forced to open another new set to continue patient's treatment. User informed they will raise this product incident to mda (local authority) and defect sample will be send to mda as well.